Event description:
It was further reported that the patient experienced cardiac arrest.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, the physician had difficulties implanting the right ventricular (rv) lead in the right ventricle. The patient experienced perforation and effusion. The patient also experienced a loss of blood pressure and cardiopulmonary resuscitation was performed. Additionally, a peri-cardiocentesis was also performed on the patient. The patient's chest was cracked open to fix the perforation. The rv lead and right atrial (ra) lead were attempted/not used and the patient was sent to the intensive care unit to recover. A left sided system was implanted five days later. No further patient complications have been reported as a result of this event.